Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device.visual analysis of the returned sample determined that a paper lid, an empty winding former, a needle-suture piece, and a suture piece of product code sxpp1a400 were received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument at the tip needle and this section was noted bending. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The sutures piece present body fluids along the strand. The barbs present damage, deformation, and any are missing, and the end was observed cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The following information was requested, but unavailable: what is the lot number? :unk. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the lot number? Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - 2360 g /m.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2021 and suture was used. During the procedure, the needle became bent when sewing then accompanied by suture breakage. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.